Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's ready for use (rfu) indicator displays a red x and emits a periodic chirp. There was no reported patient involvement.